Event description:
It was reported that the ilet touchscreen cracked after the device fell from the user¿s hip to the ground, resulting in a damaged display that could be unlocked but was not readable for navigation; the device was reported as otherwise functional, and the user transitioned to backup therapy. Symptoms included no injury. Outcomes included temporary device unavailability for insulin delivery through the ilet. Investigation included review of the reported event details and notification to the user that the device would no longer be watertight. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to an external drop.